Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon had difficulties registering the patient. The surgeon was unable to get a metric as the pattern was blue from being traced as light as surgeon could. Surgeon attempted restarting registration multiple times without resolution. Surgeon opted to load exams that were 2 months old and missing the top of the head; loaded exams did not trigger any warnings from the system. Surgeon able to proceed with a predicted accuracy of 3.7 mm. There was no impact to patient. There was a reported delay to the procedure of 7 minutes due to this issue.

Manufacturer narrative:
Additional information: patient dob provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: brief description updated. Correction: a medtronic representative went to the site to test the equipment. Testing revealed that a demo registration was performed and the system was accurate. The issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Medtronic representative attended surgeries with this system and had no issues. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the archive was loaded into the navigation system without any issues. The exam did not give any warning flags after loaded. Exam followed imaging protocol and the registration loaded. 5 there were 5 loaded, first was a touch only registration that passed with 3.4 and the other 4 contained trace registrations all which were below the skin even though it displayed green. The exams did not have trace pattern blue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was having difficulties registering. The exams used were 2 months old and missing the top of the head. The trace pattern was also coming across blue as the surgeon was tracing as light as he could but was unable to get a metric because the pattern was blue. He restarted the registration multiple times without resolution. From this point, it was recommended tp the surgeon to trace in batches and in the new areas of the anatomy though the model was small. It was reported that the registration was 3.4 and only touch was used but the surgeon still felt few millimeters off. The procedure was completed with the use of navigation system. There was a delay of less than 1 hour. No known impact on patient outcome.